Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads came off in my mouth - oral-b power refills [device breakage]. Case narrative: consumer contacted via e-mail and stated that one of the brush heads came off in mouth. No injury was reported.